Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP and mechanical ventilator devices. The manufacturer received information alleging headache, nasal or throat irritation, dizziness, lightheaded, difficulty in breathing, nausea there was no report of permanent or serious patient harm or injury.

Manufacturer narrative:
Additional information was received on may 24, 2024, and section h10 should be reported as: the manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging headache, nasal or throat irritation, dizziness, lightheaded, difficulty in breathing, nausea. Additional information was received about the alleged eye irritation, respiratory tract irritation, vomiting & other. There was no report of patient harm or injury. Section h6 health effects: clinical codes has been updated in this report.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging visualization of particles related to a CPAP device's sound abatement foam. The patient alleged headache, nasal or throat irritation, dizziness, lightheaded, difficulty in breathing, nausea. There was no report of patient harm or injury. Repeated attempts to have the device and components returned for evaluation and investigation were unsuccessful. The manufacturer believes they will be unable to gather additional information.the manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.